Manufacturer narrative:
Insulin pump was received with a full segment display, problem isolated to interface board. Unable to confirm button/keypad unresponsive and prime/fill anomaly due to full segment display. Unable to perform any tests due to full segment display. Insulin pump was received with cracked reservoir tube lip and minor scratches on display window noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a black square and the keypad was blocked. The insulin pump was blocked during priming. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.